Event description:
It was reported during an endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) procedure the single use distal cover fell off the duodenovideoscope. It was noticed after the procedure was completed and the duodenovideoscope was removed from the patient. The endoscopist then performed an esophagogastroduodenoscopy (egd) to locate the distal cover. They were unable to find the distal cover visible in the gastrointestinal (gi) tract, esophagus, stomach, or duodenum. A decision was made to perform an unplanned bronchoscopy to ensure the distal cover did not become dislodged and fall into the respiratory tract. An abdominal x-ray was done post-procedure and the cap was located in the intestines. It was thought the patient would pass the distal cover in a bowel movement. Due to the reported event and subsequent procedures, the patient's anesthesia was extended about 30 minutes. There was no reported patient harm. This report is related to the following linked patient identifier:(B)(6).